Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners, broken belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal use. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that there was piece missing on the battery compartment. The customer stated that the insulin pump might have been bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.